Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that when the clinician flushed the line, air aspiration was found from the dpt during use. Reportedly, intervention was not required and the patient was not injured.